Event description:
It was reported that the patient's right ventricular (rv) lead exhibited unspecified oversensing and an integrity warning. No intervention was performed. The patient's condition was unknown.